Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received anti-tachycardia pacing (atp) therapy for a rhythm that was in the monitor only zone. Boston scientific technical services (ts) discussed that likely the episode started in the monitor only zone and then accelerated. The health care professional (hcp) then questioned why the electrogram (egm) was not available for review, and why a new episode was not declared. Ts explained egm storage and prioritization, and how the device declares a new episode. The hcp declined sending a fax in for review, and noted that the patient had of issues with both supraventricular tachycardia (svt) and ventricular tachycardia (vt) with atp. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.